Event description:
A surgeon reports that after cataract surgery and intraocular lens (iol) implant, a pt states she sees a "string of lights" across her vision, especially at night. It was reported that the surgeon has done a yag procedure and has tried pilocarpine with no improvement. It was reported that the cause of this event is unk. Recent visual acuity was 20/25, taken on 06/11/1999.